Manufacturer narrative:
(B)(4). Date of event: on an unreported date in (B)(6) 2014, the patient experienced peritonitis. This report involves the same patient as (B)(4). A batch review will be performed for the potentially associated lot number(s) h14b01032. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h14b01032 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient had been hospitalized for an unrelated event. During the hospitalization, the patient was diagnosed with peritonitis. The cause of the peritonitis was unknown. During the hospitalization, pd therapy was discontinued and hemodialysis was started. On unreported date(s), the patient was treated with vancomycin (dose, route, and frequency unknown) for the peritonitis event. Six days after the hospitalization, the patient was discharged from the hospital. The patient was recovering from the peritonitis event. No additional information is available. This is report 1 of 3.